Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, the exact cause of the patient¿s hemodynamic instability cannot be confirmed. However, in addition to the procedure itself, patient factors (triple valve disease, low ef) may have contributed to the hemodynamic instability and the patient¿s subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 22x4 edwards bav catheter to determine the required valve size. The patient was paced at 180ppm and bav was performed. The patient's pressure dropped to 50 mmhg. Medications were provided until the pressure was 100 mmhg systolic. The patient was then paced at 180ppm and a 23mm sapien 3 valve was deployed at a final 80:20 aortic/ventricular (a/v) position. No paravalvular leak (pvl) was observed post deployment. The temporary pacer was turned off and the delivery system was removed. The patient's pressure remained at 45 mmhg. The patient was placed on bypass for support and transferred to the recovery unit. It was reported that post procedure, the patient required defibrillation and CPR. Mild pvl was observed after CPR was performed. It was believed that the CPR crushed the valve. The patient expired within 24 hours of the procedure. The exact cause of death has not been provided at the time of this report.